Event description:
It was reported that surgical intervention occurred (B)(6) 2024 to explant device. Patient was reimplanted and effective therapy restored to address the issue.

Manufacturer narrative:
Correction: section h6 the health effect clinical code should have been 1924 failure of implant rather than 1924 failure of implant and 4582 no clinical signs, symptoms or conditions correction: section h6 the health effect impact code should have been 4629 device revision or replacement rather than 2199 no health consequences or impact. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient received a low battery warning. As a result, surgical intervention may be undertaken in the future. The device is still providing therapy.